Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's software was reloaded and the system's circuit board connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would lock up and appear to reboot. No patient serious injury or death was reported related to this event.